Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there was no magnet response with this device. The sales representative performed a "clear and end now" two times, but proved unsuccessful in resolving the problem. It was suspected that the reed switch was stuck in the closed position. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The exact cause of the reed switch anomalies could not be determined. The condition disappeared during analysis. Performance data collected from the device was analyzed revealing that the last good pacing threshold search was (B)(4) 2010. This is when the reed switch was stuck closed and is indicative of a possible reedswitch issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The exact cause of the reed switch anomalies could not be determined. The condition disappeared during analysis.